Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent emergency endovascular treatment using gore® dryseal flex introducer sheath (dsf) for ruptured thoracic aortic aneurysm. All stent grafts were deployed without reported issues. When the 24fr dsf was removed from the patient, rupture of the left common iliac artery was confirmed. The left common iliac artery was occluded, and femoral-femoral bypass was created. The patient tolerated the procedure. The physicians stated as follows: since it was an emergency tevar, there was some resistance while inserting the dsf 24fr, but I inserted it.

Manufacturer narrative:
(B)(4).